Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up revealed that the patient experienced symptoms after the implant, later that night. Unable to determine exactly when the perforation occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the patient experienced a perforation. The entire system was explanted and later replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.